Event description:
The physician attempted to seal a perforation in the right renal artery with the graftmaster stent graft. The attempt was unsuccessful and the device was lost in the renal artery. Pt outcome is unk. It is unk how the perforation was sealed.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.